Event description:
The following information was received from (B)(4) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer service, the following information was provided. On (B)(6) 2012, the patient experienced peritonitis. On the same date patient was hospitalized for the event. Cause of the peritonitis was unknown. Treatment was not reported. The patient has not recovered.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Per review of the batch records, no nonconformance report was documented for the following lots: h11j24049, h11j26077, h11k28030, h11l08071 and h12b08047. All release criteria were met for the build of the lots. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). Further information was provided by a consumer. On an unreported date in (B)(6) 2012, the patient was diagnosed with and was hospitalized for peritonitis. On an unreported date in (B)(6) 2012, the patient was discharged from the hospital. The patient recovered.